Manufacturer narrative:
This report was sent in error. There is no risk of future patient harm with this failure mode. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The liner impactor handle is cracked. It was noticed after case and blood was noted as getting inside handle, raising a sterility concern.